Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt had coupling and communication issues between the recharger and the neurostimulator. An overdischarge condition was suspected on the device. It was later reported that the pt had surgery to reposition the device in the pocket. Initially low impedances (<150 ohms were seen on electrode pairs #0 and 8. This issue was resolved during the procedure and the pt recovered w/o sequelae.